Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a laparoscopic procedure, the obturator/trocar broke. Another trocar was used to complete the case. There was no patient injury.